Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 02-oct-2023. H6. Investigation summary: bd received 5 samples and 5 photos for investigation. Photos were reviewed and customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination, and indicated failure mode for foreign matter with incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing foreign matter into tubes. A team has also been established that¿s focus is foreign matter awareness and reduction. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e customer found a foreign matter inside the tube. The following information was provided by the initial reporter. The customer stated: white fm was observed in the blood collection tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e customer found a foreign matter inside the tube. The following information was provided by the initial reporter. The customer stated: white fm was observed in the blood collection tube.